Event description:
The patient experienced a loss of therapeutic effect. She had issues during orgasm. After relations, the patient had to turn the device up because she could not feel it. The patient was voiding 8-10 times per day as of 2009. Three months later, she was voiding more frequently and by the following month, voiding was 13-19 times per day. Incontinence increased from 0 pads per day to 2 pads per day. The patient felt stimulation in her left pelvic area. There was no dysuria, hematuria, or pelvic pain. The patient had not fallen. Impedance measurements were normal. The device was reprogrammed with the following program: program 1: c+, 1-, 210/14, left of tailbone and vagina; program 2: c+, 2-, 210/14, tailbone; program 3: c+, 3-, 0-, 210/14, tailbone; program 4: 3+, 2-, 210/14, tailbone and to the right of tailbone. The reprogramming was successful; the urinary frequency persisted. The lead was schedule to be revised the following month. The patient status was reported as "no injury".